Event description:
The pt reportedly received a blow to the head several months ago (exact date unk). In april 2002, the pt reportedly experienced a decrease in performance. This was followed by loss of link. External equipment was exchanged, however this did not resolve the reported problem. Later in 2002, testing conducted at the center confirmed that the device was no longer functioning.